Event description:
Caller states the pt tested approx 300mg/dl and approx 30mg/dl on the aviva system within 10 minutes. Customer was given an IV to dilute the blood glucose but the IV was discontinued once the result of approx 30mg/dl was obtained. No adverse event reported due to administration of the IV. Requested return of suspect system, however, strips are unavailable for return.